Event description:
It was reported by the clinician that device was being used on a male patient's upper left arm. Clinician reported percutaneous thrombolytic device (ptd) was inserted & they made approximately 3 to 6 passes in a "treacherous" fistula. When everything was removed, they noticed the orange inner lumen had separated & a piece approximately 1 1/2" in length was missing. At which time fluoroscopy was performed on pt's upper arm & chest & nothing was seen. Additional information received by sales representative on 04/17/2009 stated md was using over-the-wire ptd on a male patient with an extensively clotted av fistula. Interventionalist is familiar with the 5fr device and was hoping to attain patency using device. When the clot burden and fistula path were too obstructed, an .025" wire was passed beyond clot burden in preparation for introduction of ptd. Several passes were made without issue. On final pass, device was removed from introducer sheath and it was observed that the small orange cannula piece was missing from within stainless steel basket. It is assumed by md that cannula piece is still within fistula, and they will attempt to use fluoroscopy to confirm location of any missing pieces. It is the opinion of md that fatigue caused separation of the orange cannula. Sample will not be returned for eval.

Manufacturer narrative:
(B) (4)